Event description:
He had to go his doctor in may 2006 to get his blood glucose tested because his one touch ultra was not turning on. The patient usually tests twice a day, but was unable to test on his meter for about 4 days prior to his doctor's visit in may 2006. Although the patient was unable to test, the patient continued taking his usual amount of humalin insulin. In may 2006, the patient developed symptoms (sweating, shaking, and weakness) and ate, which stopped the shakiness. Around 1pm, the patient went to his scheduled doctor's appointment where he had his blood glucose tested on the doctor's meter. The patient got a blood glucose result in the "300's" and was given a shot of insulin r. The patient was advised to maintain his normal treatment at home, but to watch what he is eating until he can get his meter to work. Three days later, the patient's doctor called the patient to prescribe oral medications for diabetes in addition to his humalin; however, the patient has not started taking the oral medications. The customer care advocate verified the following: the meter was not out of the box, there was no meter trauma, the meter was not downloaded prior to testing, and the patient was using the correct test strips. The cca walked the patient through troubleshooting and the power issue was resolved. This complaint is being reported because the patient was unable to test, developed symptoms, and later took treatment as food (self) and insulin (physician). It is unknown whether the symptoms were due to an abnormal blood glucose; however, the patient claims the shakiness resolved after taking food. The meter, test strips, and control solution were replaced.